Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The lesion being treated was located in the moderately tortuous and calcified popliteal artery. The 1.5mmx20mmx142cm sterling es over-the-wire balloon was used to the dilate the lesion. During the 1st inflation at 10 atms, a balloon rupture occurred. The procedure was completed with a small peripheral cutting balloon. No patient complications wee reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).